Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation at hospital discharge, a mode switch episode showing oversensing at a frequency of 8hz was recorded in the device memories since implantation. Twin trace sensor was programmed. Atrial impedance and thresholds tests showed values worse than during the implantation. A re-intervention is scheduled on (B)(6) 2017.